Event description:
It was reported that the water did not go below 34ºc in an arctic sun device. Per review of wo on 04apr2025, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Facility name: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. The water does not go below 34ºc. Alarm 40 (unable to maintain stable water temperature), alert 12 (patient temperature 1 high) seen in event log. The mixing pump is not working. The mixing pump has been replaced and the fault has been fixed. Preventive maintenance has been successfully performed during the visit. As part of the pm, replaced the circulation pump, heater, and drain valves. The system has been tested according to the service manual. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: d, f, g, h. Facility name: hospital gral of castellon 3rd floor ¿ operating room warehouse. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water did not go below 34ºc in an arctic sun device. Per review of wo on 04apr2025, there was no patient involvement.